Event description:
It was reported that customer observed air bubbles or gaps about half an inch in length in infusion set tubing between t:lock and infusion site during pumping, and issue was associated with tandem mobi cartridge lot that was not available. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by changing infusion set and tubing, resumed insulin delivery, and technical support explained that disconnecting at t:lock could introduce air into line, which customer acknowledged and understood.